Event description:
It was reported that the screwdriver shaft fell apart during surgery. All components were removed and confirmed via intra-op xray. Broken pieces were accidentally thrown out.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.